Event description:
It was reported that multiple instances of rapid infuser not infusing at expected pressure and rate. Malfunction delayed transfusion of blood products in critically ill patients.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.